Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for an unknown interstim therapy. It was reported the caller stated they had a family member that had a device implanted and that they had it turned up so high that they had spasms in their anus, which caused undesirable changes in their friend's bowels. Consumer reported their sister had their device taken out 7 years ago. No further information reported/anticipated.